Event description:
It was reported that the pump showed, "cassette locked, but not latched. Unlock and reattach the cassette.¿ there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a high number of "high alarm displayed: cassette locked but not latched" reports, which confirm the customers reported problem. Functional testing was able to duplicate the customer's reported issue. The investigation determined that the cause of the issue was a faulty latch sensor. The latch sensor was replaced, and dso seal was also replaced.